Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino patient underwent a breast surgery with cpx4 with suture tabs medium height smooth expanders and experienced postoperative left-sided deflation. As a result, the patient's impacted device will be explanted on (B)(6) 2019 and replaced by an unspecified mentor tissue expander.

Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly omitted from the previous reports. The patient's implantation date was (B)(6) 2019 and this section d6 of this supplemental report has been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: upon initial examination of the sample, a rupture at the union between shell and suture tab (at 6 o'clock) was confirmed. Microscopic examination was performed and no evidence of instrument damage was observed. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, the manufacture date was updated in this supplemental report to 6/6/2019 according to the findings of the mre. Manufacturer's reference number: (B)(4).